Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The product had caused the reported failure. Evaluation was observed the inflation funnel of catheter had breakage. The surface was breakage looks like has been cut with sharp object. The exact cause on how and when problem occurred could not be determined. A potential root cause for this failure could be due to lower latex/over chlorination/user-related (pulling by a user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the reported event was confirmed and the cause was unknown. The product had caused the reported failure. Evaluation was observed the inflation funnel of catheter had breakage. The surface was breakage looks like has been cut with sharp object. The exact cause on how and when problem occurred could not be determined. A potential root cause for this failure could be due to lower latex/over chlorination/user-related (pulling by a user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient.¿ corrections: b,d h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that a homecare patient with suprapubic catheter when completed flushing, the catheter broke and the balloon did not deflate. The patient had to visit ER to have central line wire to break balloon through port and remove nub and then was changed a new catheter. They have also had the experience with the catheter cracking again in (B)(6)2023 when other catheter changes completed as well. First device was a 16f and the second device was 18f. As per the email received on 28jun2023, there was an additional sample returned.

Event description:
It was reported that a homecare patient with suprapubic catheter when completed flushing, the catheter broke and the balloon did not deflate. The patient had to visit ER to have central line wire to break balloon through port and remove nub and then was changed a new catheter. They have also had the experience with the catheter cracking again in (B)(6) 2023 when other catheter changes completed as well. First device was a 16f and the second device was 18f. As per the email received on 28jun2023, there was an additional sample returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.